Event description:
Pt developed some type of foreign body reaction some 2 weeks post-op. A culture was taken and no growth was found. Pt received same type of operation a couple years back on the opposite shoulder with same implant and experienced no problems. Pt required a second surgery to remove all implanted devices. Pt is currently doing well after revision. This device is used for treatment.